Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary the guidewire was returned and analyzed. The guidewire was unraveled. The stylet/guidewire was analyzed. The stylet/guidewire was broken. The stylet/guidewire was damaged. Visual analysis of the guidewire indicated damage during use. The analyst noted the guidewire was returned in two segments with the lead. The guidewire distal end was unraveled and fractured. There was tissue on the distal end of the guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the guidewire broke off inside the left ventricular (lv) lead. The lv lead was removed and the guidewire was successfully removed from the distal lead tip. A replacement lead was successfully implanted. It was further reported that the guidewire was returned to the manufacturer after use with no reason for the return. The guidewire was analyzed and tested out of specification. No patient complications have been reported as a result of this event.